Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "570:320 low battery failure" was confirmed during product evaluation. This condition was caused by depleted main batteries due to use/user error. The main batteries were replaced to correct the reported condition. Additional information: this involved a colleague version p1.7 infusion pump with a user interface module master software version 8.11.00. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A labeling review was performed and the labeling was found to be adequate and sufficient. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. The device was returned to baxter (B)(6) and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(6) that a colleague infusion pump experienced a "570:320 low battery failure". It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague version 1.7 infusion pump with an unknown user interface module software version. A 570:320 low battery failure.